Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed. A review of the submitted log file spanned approximately 11 days ((B)(6) 2020 per time stamp). The no external power alarm activated on (B)(6) 2020 at 22:47:06 and 22:47:28 while connected to the mpu due to both white and black lead voltages diminishing to ~2v. The alarm cleared on its own shortly after. The backup battery was able to provide power to the controller during these events. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu, serial (B)(6) , was not returned for analysis and is still in use. Additional information provided on 18feb2020 indicated that the patient remembers her granddaughter tripping over the cord which pulled from the wall. The root cause for the reported event was determined to be the ac power cord unplugging from the wall per the additional information. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during log file analysis it was noted that there were no external power alarms while the patient was using the mobile power unit (mpu). These events may have been caused by the power cord coming loose from the mpu or the wall outlet.

Event description:
Additional information: based on patient recollection, the patient's granddaughter tripped over the mobile power unit (mpu) cord and it was pulled out of the wall. The patient's mpu does have a v-lock connector.

Manufacturer narrative:
Section b5 and d4: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.